Event description:
Information received by medtronic indicated that the insulin pump had a cracked alongside the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, cracked retainer, end cap address label fading and pillowing keypad overlay. Cosmetic damage was confirmed behind the pump at the battery compartment and battery tube threads. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.